Event description:
Customer reports back to back testing on the same meter while using the advantage system with results in the mid 400's mg/dl and 150mg/dl. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.